Manufacturer narrative:
Continuation of concomitant products: 457453 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient twiddled the device, pulling the rv (right ventricular) lead back into the atrium, with dislodgement and loss of capture noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.